Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 387.337, lot 3072115: manufacturing site: haegendorf. Release to warehouse date: april 08, 2009. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. H3, h6: a product investigation was completed: upon visual inspection, it was observed that the two half rings were received assembled. There were scratches and the etch on the device started to fade but have no impact on the device functionality. No other issues were identified with the returned device. An attempt to disassemble both the half rings failed as the connecting screw was stuck and was not able to separate from the stop screw. A dimensional inspection was not performed as the complaint relevant dimensions cannot be checked for dimensional accuracy, without destruction of the device. Based on the date of manufacture, the current and manufactured revision of drawings were reviewed. The complaint condition was confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown synframe device/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the unknown synframe device will not come apart. The issue was observed during cleaning. There was no patient involvement. This report is for 1 unknown synframe device. This is report 1 of 1 for complaint (B)(4).